Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken at the adapter/hub before use. The following information was provided by the initial reporter, translated from french to english: "defective bd insyte autoguard catheter ref 381934 disassembled at its center. Pink catheter cover broken."

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken at the adapter/hub before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "defective bd insyte autoguard catheter ref 381934 disassembled at its center. Pink catheter cover broken."